Event description:
It was reported that post a drug eluting stenting treatment procedure, the patient experienced a nstemi (non-st segment myocardial infarction). In 2006, the patient was presented for the index procedure with an acute myocardial infarction. A 3.5x28mm taxus express2 drug eluting stent was placed in the proximal lad (left anterior descending). A subsequent procedure was performed with the placing of a 3.0x16mm taxus express2 drug eluting stent in the proximal circumflex and a 2.5x24mm taxus express2 in the proximal "im." At 796 days post index procedure, the patient underwent coronary artery bypass grafting with lima (left internal mammary artery) to the lad. The patient was discharged ten days following the coronary artery bypass grafting procedure. The procedure was successfully performed off- up with a left internal mammary graft to the left anterior descending artery. In 2009, the patient presented with severe ischemic-type chest pain and was admitted for an acute coronary syndrome. Electrocardiogram showed evidence of previous anterior myocardial infarction but no acute ischemic. The patient had stopped both plavix and aspirin 1 month ago based on the advice of a general practitioner. Urgent coronary angiography revealed critical in-stent restenosis at the ostium of the lcx (left circumflex) and lad, haziness in the distal lmca (left main coronary artery) suggestive of thrombus and a patent lima to the distal lad. An "abciximab bolus intracoronary" and infusion was intravenously performed to treat the thrombus in the distal lmca. "A high pressure poba (plain old balloon angioplasty) was performed with non-compliant balloons on the ostia of the lad, lcx and triple final kissing inflation on the distal lmca trifurcation." A 2 month plan to re-perform coronary angiography is scheduled and if restenosis recurred, to treat the lad and lcx ostia with drug eluting balloons.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.